Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) batteries were drained after only two days. When the user attempted to replace the batteries, the unit immediately powered 'off' instead of remaining 'on' for fifteen seconds. Due to the age of the epg, it was recommended that the user no longer use this device. No patient complications have been reported as a result of this event.